Event description:
I had an implanted pain pump for over 20 yrs. It was used off label with a cocktail of dilaudid, fentanyl, clonidine, baclofen and ketamine. There seems to be no oversight when it comes to these things. I thought I had severe narcolepsy for last 2 decades and it wasn't until after spending a year being detoxed off the opiates that had been marinating my brain that we realized that wasn't the case at all; I had just been so over medicated it was suppressing my breathing. In addition I developed severe levoscoliosis at age 40 with no previous spinal issues and have now found several research papers online showing a direct correlation to spinal degeneration and these pumps. I am dedicated to helping develop some kind of guidelines or oversight in this overlooked section of medicine. Doctors can mix and put whatever they want in these things whether it's against FDA warnings or not. In the wake of the opiate epidemic , the now strict opiate guidelines seem to have excluded this very important facet. Further more, I believe there should be some kind of an exit strategy available if a person no longer wanted to use this therapy. Unfortunately once it's put in, you are physically dependent despite being told that you don't experience the same effects because if the delivery. It took a critical life threatening failure to find this all out. Thank god I saw a new team of responsible physicians during covid that convinced me I was not a narcoleptic and agreed to help me get myself off of all that crap. I had no idea I was a drug addict until I had to go through the horrendous experience of spending a year in withdrawal and absolute hell. Please please realize that this delivery of narcotics is just as dangerous if not more so as prescriptions for oral meds! I have had 4 spinal surgeries and lost 20 years in a narcotic drug haze and will end up in a wheelchair because none of this was common knowledge. There needs to be some kind of regulations because all dr's are not ethical or responsible. If my experience can help one single person not experience something similar than it was worth sharing. Thank you, (B)(6). FDA safety report ID# (B)(4).